Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that missing areas when cutting and system turns off before self test complete, parts of the eye get hard and stick together in the patient's unknown eye, during surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer found that the f-theta lens was contaminated with balanced salt solution and cleaned the lens. For the one-time power shutdown, field service engineer checked wiring for emergency-stop and on/off key, no noticeable issue found and performed full verification. Latest preventive maintenance performed and confirmed device meets specifications as per service installation record. The review of logfile confirms. The laser system was switched the vacuum test and the energy test, the laser system was switched off by the key and switched on again immediately. This caused the laser system to shut down completely. The laser system was switched on again. Review of the logfiles for the event date does not show any warning or error messages. The log file shows four successfully performed treatments on this day. No technical root cause could be identified. The system was working within specification. The root cause is user handling as key was manually switched to turn off device. The root cause for the missing areas during cut can be concluded as user handling (allowing balanced salt solution to contaminate the f-theta lens); the root cause for the system shut down can be concluded as user handling (switching the key). The manufacturer internal reference number is: (B)(4).